Event description:
The doctor reported that one of his laser vision correction pts presented with an overcorrection and mild dlk at the 5 day post-op examination. The pt's post-op best corrected visual acuity was reported as 20/30+1 od and 20/25-2 os.

Manufacturer narrative:
An amo field service engineer inspected the equipment at the customer location and reported that the system meets all specifications. The field service engineer observed treatments and did not identify any issues. An amo clinical development manager met with the clinic doctors and staff and reviewed the pt data, equipment operation including physician adjustments, and sterilization and cleaning protocols. Recommendations were provided to the clinic improve their processes.